Event description:
Following successful deployment of the supera stent in the popliteal/distal sfa, a second supera stent was selected. During placement, the proximal portion of the stent appeared to remain constrained within the 6fr balkin sheath. When the thumb slide was advanced, the catheter tip detached. The entire stent assembly, including the detached catheter tip was retrieved by advancing the sheath over the existing guidewire. The deployed portion of the stent captured the tip and was removed over the wire by advancing the existing sheath. Wire access was maintained throughout and the procedure was completed with no further complications or effects to the patient. The physician is aware of the cause of the event.

Manufacturer narrative:
The device was returned and analyzed. The physician acknowledged that a portion of the stent was deployed with the introducer resulting in stent entrapment in the introducer and the tip overmold detachment when the thumb slide was advanced for continued stent deployment. A CAPA for the tip detachment events was opened resulting in a device modification to decrease the rate of these type of events. FDA 510 (k) clearance (k122546) for this modification was received on (B)(4) 2012.